Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin rash on her back from the lifevest. The patient reported that the device was causing her skin to break out on her back. The patient reported that she was applying a doctor prescribed cortisone cream and hydrocortisone. The patient's doctor also advised the patient to leave the device off for periods of time. Multiple follow-up attempts were unsuccessful and the patient's medical outcome is unknown.